Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The following patient identifier is linked: (B)(6).

Event description:
It was reported that the balloon fell off the scope and into the patient's lung during an endobronchial ultrasound (ebus) procedure. The balloon was retrieved using forceps. The patient reportedly recovered without issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.